Event description:
It was reported that the patient experienced high blood glucose of 380 mg/dL on (b)(6) 2026, and treated it with a correction.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.